Event description:
A literature report received presented a case of unilateral rainbow glare, for a right eye, after uncomplicated femto lasik. Patient presented continuing symptoms of rainbow glare, 3 months post surgery. Additional information has been requested.

Manufacturer narrative:
No product serial number was available, therefore a technical investigation was not possible. A review of the log-file could not be done because the identity of the specific device (serial number) is unknown. (B)(4).